Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This is one of two reports associated with this patient's death. Reference report # 264922000-2011-07132.

Event description:
It was reported that the patient was deceased. It was further reported that the lead had dislodged and an external pacemaker was needed as there were periods of asystole. The lead was repositioned and then dislodged a second time. The patient developed congestive heart failure, electromechanical dissociation, had a cardiac arrest, was unable to be revived and died.